Manufacturer narrative:
The pump passed the functional testing, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery tests. No excessive no delivery alarms were noted. All operating currents were within specification. The pump was received with intermittent button response on all the buttons due to a flattened button dome switch. No unlocked lcd keypad connector during visual inspection noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The customer's blood glucose level was 500 mg/dl. The customer treated their blood glucose levels with manual injections. The customer stated that the buttons do not respond. The customer stated that the cause of the high blood glucose levels were due to a no delivery from the insulin pump which occurred over a year prior to the call. The customer resolved the no delivery issue by changing the reservoir and infusion set. However, the customer sent the product back for analysis for the keypad issues.